Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 100-350 mg/dl. The customer alleged that the pump was not delivering insulin properly as insulin drips were not observed to be exiting the infusion set tubing. Additionally, it was reported that a cartridge alarm (alarm 09) occurred. Customer loaded a new cartridge and successfully resumed insulin delivery. Reportedly, the customer reverted to an alternate form of insulin therapy.